Event description:
It was reported that during a colon resection procedure, the anvil portion broke off the device into the patient. It is unknown how the anvil portion was removed. Another device was used to complete the procedure. No adverse consequences reported. No details are available at this time.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2010. Device was not returned for evaluation. Additional information: customer called to report that the device was discarded after the surgeon had a conversation with the rep. The surgeon felt he had used it incorrectly and did not want to return the device. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.